Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous first diagonal of left anterior descending artery. The 20mm 2.00 maverick balloon catheter was used for pre dilatation of the lesion. The balloon was inflated 3 times. The first inflation was at 10 atmospheres, second was at 12 atmospheres but the balloon ruptured at 16 atmospheres on the third inflation . The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the maverick otw catheter was received inside a carrier tube (hoop) within a maverick otw product pouch and shelf box that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the balloon was inflated beyond its rated burst pressure. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous first diagonal of left anterior descending artery. The 20mm 2.00 maverick balloon catheter was used for pre dilatation of the lesion. The balloon was inflated 3 times. The first inflation was at 10 atmospheres, second was at 12 atmospheres but the balloon ruptured at 16 atmospheres on the third inflation . The procedure was completed with a different device. No patient complications were reported and the patient's status was good.